Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen became unresponsive during testing of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was first observed during a routine maintenance check at a repair center. The authorized service provider (asp) evaluated the device again and reconfirmed the device issue. The touchscreen was calibrated and the issue was observed to have resolved, but the touchscreen was replaced as a preventative measure. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: (B)(6).